Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis determined that the upper case, lower case, ring cover and one bail cover were broken and contaminated, that knobs, heart block, lead flex cover, atrial output connector, battery drawer, battery drawer o-ring, battery release, heart wire contacts and heart lead flex were contaminated, the battery contacts were compressed and contaminated, one bail cover was broken and one bail missing and the keyboard was scratched and contaminated. (B)(4).